Manufacturer narrative:
One device was received for investigation. The device was inspected, and the reported condition was observed. The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Based on all available information a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that a feeding tube that was removed broke apart during removal.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.